Event description:
Caller reports pt tested >8.0 inr on the coaguchek xs system and >6.0 inr on a comparison lab. Pt was given vitamin k based on laboratory result. No treatment info provided based on device result. No adverse event reported. Requested return of suspect system and replacement sent.